Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("uti"), vaginal discharge ("vag. Discharge"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea") and migraine ("migraine") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, dysmenorrhoea, gastrointestinal disorder, alopecia, hormone level abnormal, headache and nausea had resolved and the menorrhagia, urinary tract infection, vaginal discharge and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: discrepancy noted as essure removal date : ??-??-2013. Received treatment for pelvic pain, dyspareunia, abdominal pain, dysmenorrhea (cramping), menorrhagia, uti, vag. Discharge, gi conditions, hair loss, hormonal changes, headaches, nausea. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-nov-2019: pfs received. New events added: dyspareunia, abdominal pain, dysmenorrhea (cramping), menorrhagia, uti, vag. Discharge, gi conditions, hair loss, hormonal changes, migraine, headaches, nausea. Removal date was updated. Patient's information was updated. Reporter was added. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.